Event description:
Failure to osseointegrate. The initial report did have a wrong date of occurrence, however we have received correct information and the qn has been updated. Hence this updated report.

Event description:
Failure to osseointegrate.